Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for routine follow-up. A review of stored data showed that the pulse generator exhibited inappropriate noise reversion episodes. Device sensitivity was reprogrammed and patient monitoring would continue.